Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2024 with abdominal pain and chest pain. The patient had an electrocardiogram (EKG) with concerns of st-segment elevation myocardial infarction (stemi) in the setting of the left ventricular assist device (lvad) having been turned off for a few hours, since 11 am on (B)(6) 2024. The lvad was turned back on while the patient was in the ed and the repeat EKG then appeared less concerning. The patient was being medically managed. Log files were submitted for analysis due to the alarms. Following review of the submitted log files by tech services (ts), it appeared there were power cable disconnect and no external power alarms on (B)(6) 2024 from 11:18 to 13:12 when the system controller lost all power. The log files also appeared to have captured a pump stop and driveline disconnect alarm during that time. The controller clock reset to the manufacturing default of 01jan2000 0:00:00. When the controller regained power, the date was noted as 05jul2024 15:30. Ts recommended the site resync the controller clock with the heartmate touch or with the system monitor. There also appeared to be multiple low flow estimates and low flow alarms on (B)(6) 2024 from 11:18 to 13:09. The estimated flow fluctuated below the 2.5 lpm threshold. It appeared some of the events were brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing the events. The site noted that the cause of the driveline disconnect events was unknown, however the driveline was severely twisted/kinked on (B)(6) 2024. The cause of the low flow alarms was not known to the site and stated that they had no documentation of the low flow alarm on (B)(6) 2024.

Event description:
The emergency department notes indicated the patient received 324mg aspirin prior to arrival in the emergency department, and then was given a heparin drip, which was switched to vivalirudin. The patient was also started on nicardipine for hypertension control. An acute coronary event could not be ruled out. However, it was noted that the inferior st-segment elevations could have been related to battery depletion of the lvad, resulting in global hypoperfusion and collateral insufficiency in the right coronary artery (rca) territory.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the investigation confirmed the reported no external power on 04sep2024 from 11:18:38 to 13:12:41. Prior to the no external power alarm, the periodic log file captured the system controller was connected to 14v li-ion batteries, but captures data based on a 4-hour period. The onset of the alarm was not captured within the event log file, so the reason for the external power depletion is unknown. While the backup battery was in use, the pump did not fall below the low-speed limit (4800 rotations per minute). Of note, the system controller does not record data during complete power loss. After the complete power loss event, the power cables were connected to a power module and the alarms cleared, except for the clock corrupt alarm. The system was able to power up as expected and support the pump above the low-speed limit. The clock was reset to the incorrect date of 05jul2024. It was recommended that the controller clock is reset via heartmate touch or system monitor. There were no other notable events or alarms active in the log files. A root cause for the no external power alarm could not be conclusively determined through this analysis. The device history record for the system controller (serial number hsc-117412) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 29sep2022 through customer order 8029634403. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use (rev. C section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.